Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, camera insertion point broken and cannot be connected occurred due to damage of the video connector. The cause of the damaged video connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite ii video system center camera insertion point was broken. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, debris was observed from a camera video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.